Event description:
It has been brought to my attention that fixodent has used excess quantities of zinc in their product which I have used for many years 25 plus. I have many physical ailments which may be related to this issue. Those ranging from numbness and tingling in my feet and hands, constant headaches, aching joints, carpal tunnel, cysts. Etc. Please make note of this, so other users of these products are aware that it may be making them sick. Dose or amount: as needed. Frequency: daily. Diagnosis or reason for use: dentures.